Event description:
It was reported that the device is having connection issues. There was no case involvement and no adverse pt consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 03/31/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.